Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a lost sensor alarm on their insulin pump. The patient's blood glucose level fluctuated from 390 to 31 mg/dl in the week leading up to the phone call. The customer was also assisted with reprogramming a new transmitter to communicate the customer's insulin pump. No further information was provided.